Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient experienced some asystole events. The implantable cardiac monitor exhibited intermittent undersensing. Device reprogramming was performed.